Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient¿s device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal, but none was available. There were no reports of device-related issues prior to the device removal.